Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There were 3 additional sensors reported (unk, unk, and unk) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which contained the following information: a customer reported two issues with the abbott diabetes care (adc) device. It was reported that the customer¿s adc device continued to "failed" and an unknown glucose reading issues were encountered with adc device. There was no report of third-party intervention or self-treatment for the reported issues. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.